Event description:
The male pt was enrolled in the study. The pt received multiple cypher select plus stents to treat lesions in the proximal rca, mid lad, distal lad, and mid circumflex. During the procedure, a 2.75 x 18mm cypher select plus stent was implanted in the mid lad. A type b dissection was noted, which was treated with a 3.0 x 08mm cypher select plus stent. Post procedure, the pt had elevated cardiac enzymes.

Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. The product remains implanted in the pt and is not available for analysis. Add'l info will be submitted within thirty days upon receipt.